Manufacturer narrative:
Correction: a second complaint was erroneously opened by the branch reporting the implantation of definitive devices on the (B)(6) 2025. The devices used for revision were listed in this complaint as revised devices instead of implanted. Following the above notification, MDR (B)(4) was sent reporting the explantation, due to infection, of the listed devices. As reported in the event description (b5) on the 10th of september just a spacer was removed. The devices listed in this report were all explanted-on the 30th of june and replaced by a spacer. This follow up is being sent to correct the event description and involved devices. Updated fields: b5 h11 additional revised devices: batch reviews performed on 17 november 2025: gmk-revision 02.07.0684l revision tibial tray size 4 left - finishing (k123721) lot 2312233: (B)(4) items manufactured and released on 03-oct-2023. Expiration date: 2028-oct-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-revision 02.07.2404l femur revision ps cemented s.4l lot. 2420356 (k102437) lot 2420356: (B)(4) items manufactured and released on 14-aug-2024. Expiration date: 2029-aug-01. No anomalies found related to the problem. To date, 19 items of the same lot have been sold with no similar reported event during the period of review. Gmk-revision 02.12.e002rp gmk-sphere resurfacing patella e-cross - s2 (k202022) lot 2429345: (B)(4) items manufactured and released on 03-dec-2024. Expiration date: 2029-nov-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At about 3 months from primary, the patient came in due to signs of infection and the pathogen is unknown. The surgeon revised all medacta hardware and reimplanted permanent product. The surgery was completed successfully. (MDR (B)(4)) on (B)(6) 2025 all devices have been revised for infection and a spacer was implanted. On (B)(6) 2025 the spacer was removed and final devices implanted.

Manufacturer narrative:
Batch review performed on 01 october 2025: lot 2243642: (B)(4) items manufactured and released on 10-feb-2023. Expiration date: 2028-01-25. No anomalies found related to the problem. To date, 12 items of the same lot have been sold with no similar reported event during the period of review. Conclusions: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
The patient had primary left knee surgery on (B)(6) 2025. On (B)(6) 2025, the patient came in due to signs of infection and the pathogen is unknown. The surgeon revised all medacta hardware and reimplanted permanent product. The surgery was completed successfully. Revision surgery for infection reason at 2 months from primary. The surgeon revised the insert to a same size insert. The surgery was completed successfully.